Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, inflammation ("inflammation"), alopecia ("hair loss"), abdominal distension ("bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, inflammation, alopecia, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, inflammation and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/fallopian tube perforation") and uterine perforation ("metal spring was identified perforating the myometrium./perforating anteriorly through the uterus") in an adult female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014: surgical pathology report endometrial biopsy; proliferative endometrium. On (B)(6) 2014; pelvic ultrasound report findings: right ovarian cyst 25 x 15 mm; left ovarian cyst 32x 20x 28 mm. On (B)(6) 2014 pelvic ultrasound report: findings: right and left essure devices appear to be in normal position. Right ovarian cyst. On (B)(6) 2014: pelvic ultrasound report findings: right and left essure devices appear to be in normal position. Left ovarian cysts. On (B)(6) 2015: CT abdomen and pelvis with contrast report impression: unremarkable. On (B)(6) 2015: pelvic ultrasound report findings: right essure appears to be in normal position. Left essure is seen but is more superior than right. On (B)(6) 2015: pelvic x-ray report impression: essure implants appear in expected alignment unchanged from the initial films of (B)(6) 2013 with no visible migration suspected. On (B)(6) 2016, surgical pathology report right essure coil; gross exam only. Gross description: right essure coil and consists of a metallic spring-like coil that measures 3 cm in length. On (B)(6) 2016: pelvic ultrasound report findings: right essure appears to be in normal position [sic]. On (B)(6) 2017,surgical pathology report :uterus with both adnexa: cervix: chronic cervicitis. Benign endocervical polyp. Endometrium: proliferative phase. Myometrium: extensive adenomyosis. Focal area of perforation close to the cornu of right fallopian tube by essure metal spring showing inflammation and foreign body giant cell reaction. Right fallopian tube: benign paratubal cyst. Left fallopian tube: no significa 3nt pathologic changes. Bilateral ovaries: physiologic changes. Gross description: additional section from the cornu of right fallopian tube and surrounding myometrium in three capsules labeled "I", "j" and "k", where the essure, metal spring was identified perforating the myometrium. The left essure was not visualized on laparoscope and appeared to be in the expected position on x-ray. Concurrent conditions included yeast infection and ovarian cyst. Concomitant products included tizanidine hydrochloride (zanaflex) since 2008. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dyspareunia ("pain during intercourse"), stress urinary incontinence ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), abdominal distension ("bloating"), vulvovaginal pain ("vagina"), pelvic pain ("pain") and bladder pain ("bladder pain"). The patient was treated with surgery (total abdominal hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia and bladder pain had resolved, the inflammation, abdominal distension, stress urinary incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, nausea, vaginal discharge, vulvovaginal pain, pelvic pain and female sexual dysfunction outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, bladder pain, dyspareunia, fallopian tube perforation, female sexual dysfunction, inflammation, menorrhagia, nausea, pelvic pain, stress urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure wires in place, no evidence of spillage. Concerning injuries reported in this case the following one was extracted from patient medical records: I metal spring was identified perforating the myometrium./perforating anteriorly through the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: plaintiff fact sheet received : event: apareunia (inability to have sexual intercourse) newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/fallopian tube perforation") and uterine perforation ("metal spring was identified perforating the myometrium./perforating anteriorly through the uterus") in an adult female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection and ovarian cyst. Concomitant products included tizanidine hydrochloride (zanaflex) since 2008. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In(B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dyspareunia ("pain during intercourse"), stress urinary incontinence ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), alopecia ("hair loss"), abdominal distension ("bloating"), vulvovaginal pain ("pain"), pelvic pain ("pain") and bladder pain ("bladder pain"). The patient was treated with surgery (total abdominal hysterectomy. Bilateral salpingo-oophorectomy) and surgery (total abdominal hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia and bladder pain had resolved, the inflammation, abdominal distension, stress urinary incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, nausea, vaginal discharge, vulvovaginal pain and pelvic pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, bladder pain, dyspareunia, fallopian tube perforation, inflammation, menorrhagia, nausea, pelvic pain, stress urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure wires in place, no evidence ofspillage (B)(6) 2014: surgical pathology report endometrial biopsy; proliferative endometrium. (B)(6) 2014; pelvic ultrasound report findings: right ovarian cyst 25 x 15 mm; left ovarian cyst 32x 20x 28 mm. (B)(6) 2014 pelvic ultrasound report: findings: right and left essure devices appear to be in normal position. Right ovarian cyst (B)(6) 2014: pelvic ultrasound report findings: right and left essure devices appear to be in normal position. Left ovarian cysts. (B)(6) 2015: CT abdomen and pelvis with contrast report impression: unremarkable (B)(6) 2015: pelvic ultrasound report findings: right essure appears to be in normal position. Left essure is seen but is more superior than right. (B)(6) 2015: pelvic x-ray report impression: essure implants appear in expected alignment unchanged from the initial films of (B)(6) 2013 with no visible migration suspected (B)(6) 2016, surgical pathology report right essure coil; gross exam only. Gross description: right essure coil and consists of a metallic spring-like coil that measures 3 cm in length (B)(6) 2016: pelvic ultrasound report findings: right essure appears to be in normal position [sic]. (B)(6) 2017,surgical pathology report :uterus with both adnexa: cervix: chronic cervicitis. Benign endocervical polyp. Endometrium: proliferative phase. Myometrium: extensive adenomyosis. Focal area of perforation close to the cornu of right fallopian tube by essure metal spring showing inflammation and foreign body giant cell reaction. Right fallopian tube: benign paratubal cyst. Left fallopian tube: no significant pathologic changes. Bilateral ovaries: physiologic changes. Gross description: additional section from the cornu of right fallopian tube and surrounding myometrium in three capsules labeled "I", "j" and "k", where the essure, metal spring was identified perforating the myometrium. The left essure was not visualized on laparoscope and appeared to be in the expected position on x-ray concerning injuries reported in this case the following one was extracted from patient medical records: I metal spring was identified perforating the myometrium./perforating anteriorly through the uterus most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received: lot number added. Events pelvic pain ,bladder pain,abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dyspareunia, nausea,pain, perforation (fallopian tube), vaginal discharge,metal spring was identified perforating the myometrium./perforating anteriorly through the uterus were added. Event perforation of organs t updated to fallopian tube perforation. Lab data, concomitant history were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/fallopian tube perforation") and uterine perforation ("metal spring was identified perforating the myometrium./perforating anteriorly through the uterus") in an adult female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014: surgical pathology report endometrial biopsy; proliferative endometrium. On (B)(6) 2014; pelvic ultrasound report findings: right ovarian cyst 25 x 15 mm; left ovarian cyst 32x 20x 28 mm. On (B)(6)2014 pelvic ultrasound report: findings: right and left essure devices appear to be in normal position. Right ovarian cyst on (B)(6)2014: pelvic ultrasound report findings: right and left essure devices appear to be in normal position. Left ovarian cysts. On (B)(6)2015: CT abdomen and pelvis with contrast report impression: unremarkable on (B)(6)2015: pelvic ultrasound report findings: right essure appears to be in normal position. Left essure is seen but is more superior than right. On (B)(6)2015: pelvic x-ray report impression: essure implants appear in expected alignment unchanged from the initial films of 16apr2013 with no visible migration suspected. On (B)(6)2016, surgical pathology report right essure coil; gross exam only. Gross description: right essure coil and consists of a metallic spring-like coil that measures 3 cm in length. On (B)(6)2016: pelvic ultrasound report findings: right essure appears to be in normal position [sic]. On (B)(6)2017,surgical pathology report :uterus with both adnexa: cervix: chronic cervicitis. Benign endocervical polyp. Endometrium: proliferative phase. Myometrium: extensive adenomyosis. Focal area of perforation close to the cornu of right fallopian tube by essure metal spring showing inflammation and foreign body giant cell reaction. Right fallopian tube: benign paratubal cyst.left fallopian tube: no significant pathologic changes. Bilateral ovaries: physiologic changes. Gross description: additional section from the cornu of right fallopian tube and surrounding myometrium in three capsules labeled "I", "j" and "k", where the essure, metal spring was identified perforating the myometrium. The left essure was not visualized on laparoscope and appeared to be in the expected position on x-ray. Concurrent conditions included yeast infection and ovarian cyst. Concomitant products included tizanidine hydrochloride (zanaflex) since 2008. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dyspareunia ("pain during intercourse"), stress urinary incontinence ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), alopecia ("hair loss"), abdominal distension ("bloating"), vulvovaginal pain ("pain"), pelvic pain ("pain") and bladder pain ("bladder pain"). The patient was treated with surgery (total abdominal hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia and bladder pain had resolved, the inflammation, abdominal distension, stress urinary incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, nausea, vaginal discharge, vulvovaginal pain and pelvic pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, bladder pain, dyspareunia, fallopian tube perforation, inflammation, menorrhagia, nausea, pelvic pain, stress urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure wires in place, no evidence ofspillage. Concerning injuries reported in this case the following one was extracted from patient medical records: I metal spring was identified perforating the myometrium./perforating anteriorly through the uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.